Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming, customer would clear the alarm and the device would restart. Customer reported the device alarmed three to four times a day. Customer's blood glucose was 125 mg/dl. Alarm and possible causes were explained to the customer. Alarm did not occur during rewind or prime sequence. Customer was advised to administer a bolus into the air and the device recorded the bolus. Customer was advised to perform a self test on the device, device alarmed during self test. No further information reported.